Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.010.018. Lot: 8876728. Manufacturing site: hagendorf. Supplier: n/a. Release to warehouse date: july 07, 2014. Expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the aim-arm f/etn was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the guide hole for ap cancellous bone locking screw was deformed. Rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Functional test: a functional assessment was not able to perform on the complaint device since the relevant mating device was not received. However, the deformed condition of the guide hole could have contributed to the reported device interaction condition. Dimensional inspection: a relevant dimensional inspection was not able to perform on the complaint device due to the device geometry document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. -aiming arm. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the device was received with deformed guide hole. The potential cause for the device interaction condition could be due to the deformed condition of the guide hole. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j sales representative. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during inspection the hole for the ap spongiosa locking screw of the aiming arm attachment was found defective and no locking screw was affected. This report is for one (1) aim-arm f/etn. This is report 1 of 1 for complaint (B)(4).